Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device could not be interrogated. The device will be explanted. The patient's condition is good.

Event description:
Additional information received indicated that the device was explanted. The patient was in good condition.